Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing too high blood glucose level after pump had water contact. Correction taken via pump is successful but blood glucose becomes elevated again. Caller alleges pump delivers inaccurately. No adverse event reported. Requested return of the alleged device for evaluation.